Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocar jammed on insertion & the red button would not stay down. There was no consequences to the pt.

Manufacturer narrative:
Date sent: 10/21/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: no conclusion could be reached based on the analysis results as to why the trocar reportedly "jammed on insertion and the red button would not stay down" during the laparoscopic cholecystectomy. The trocar was returned in good physical condition. The trocar armed properly and the safety shield retracted as intended. The instrument was fully functional and conforming to mfg requirements. While co was unable to re-create the event, co has documented the circumstances as they were reported to them. In addition, the appropriate engineering presonnel have been notified of this incident.